Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported misaligned jaw and teflon pad damage. A visual inspection was performed and found the teflon pad to be partially melted and lifted, exposing metal. The distal end of the device was inspected under a microscope and found charred stains on the tip of the probe unit. The device passed the probe check. In addition, when the jaw is in the closed position and activated, the non-insulated area of the grasping section was touching the probe tip causing a ¿seal short circuit¿ and ¿seal & cut short circuit¿ error messages. Based on the investigation findings, the root cause for the reported event is most likely related to the operator¿s technique. The instruction manual contains several warning and caution statements in an effort to prevent damage to the jaw and teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total thyroidectomy procedure, the jaws were found misaligned and the teflon pad was partially burned. In addition, a ¿seal & cut¿ error message displayed. The procedure was completed using a different thunderbeat device. There was no patient injury.